Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following intraocular lens (iol) implant procedures, the refraction results was normal, however the quality of vision was not very good when measuring by oqas as the value of sc (without correction) was 0.6. The iol was exchanged in a secondary procedure due to the diffraction-type mf maladjustment. Additional information has been requested.

Event description:
Additional information has received states the result of the patient's optical analysis system measurement was not good and it means that the image was seen blurred when the patient saw the image.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).